Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. The evaluation is still pending the arrival and repair of the recommended parts to address the issue. The root cause is not confirmed at this time. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to a third part service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an active exhalation control module system pre-test. The evaluation is still pending the arrival and repair of the recommended parts to address the issue. The root cause is not confirmed at this time. If additional information becomes available a supplemental report will be filed. New information: the technician noted: the work order was created as a precaution in case the ev300 failed the fco 81. Due to its location this device was in a remote area in the upper peninsula of michigan and this work order was created to have parts on hand in case the unit failed. This unit passed the fco 81 without any errors and this work order is being closed. Parts were returned are new. In conclusion the allegation of a failed test step was created as a precaution and there were no issues with this device. The system meets the specification for the performed service and is returned to use.